Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed several high impedances. Reprogramming was attempted, but was unable to restore therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. During the procedure, it was visually confirmed that the lead was fractured. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.